Event description:
A circular lipid filter cracked with fluid leaking on sheets. The end of the filter broke off inside the tubing access port. IV line was clamped and residents notified - they will come assess pt. As for the cracked lipid filter- it is unclear if crack was originally present or occurred when attaching filter to tubing. No identifiers available. The device was discarded.